Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: during testing, the pump booted to the verify screen with a dim and pink display. The pump display screen was replaced with a test screen and the display returned to normal. Unrelated to the display issue, the cartridge compartment was found to be chipped and cracked at the top. There was also a crack from top of the battery compartment to pump case seal. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the display was found to have dim and pink contrast. This report is made based on results of investigation completed on 10/02/2013.